Event description:
I have been hearing an interfering signal on my amateur radio equipment. I have tracked this down to what appears to be a rife machine in my neighborhood. I am in process of finding the location of the device and hope to have a house number to provided in the near future. I have been giving info on this to (B)(6) at the (B)(6) as I have found it.